Event description:
I had surgery on my lower back on (B)(6) 2014. Dr (B)(6), put the placement of the pedicle instrumentation using alphatec zodiac system from l3-s1 on my lower back. On (B)(6) 2015, I was in so much pain, my wife called 911. Once they got me to the hospital they did an MRI and saw that 2 of the titanium screws were broken, and that the area where the screws were broken, it did not fuse together. I hae not had the screws removed, because it is a high risk at my age and health problems, but at the time when I found out, in (B)(6) 2015 was ok and for surgery by my heart doctor, dr (B)(6). Dr (B)(6) said she couldn't do it because he was going on vacation. Then at another time, I was hospitalized for the same problem on (B)(6) 2015. I was prepared for surgery at the (B)(6) hospital. Dr (B)(6) didn't show up. Long story short, they are still in my back, and other drs that we have contacted refused to fix someone else's mistake, 8 alphatec zodiac screws, 2 are broken. Please help. Thank you.